Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm" is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported this device exhibited multiple "no disposable pump won't run" alarms. The device's settings were reviewed and the device was turned off and tubing was clamped. The disposable was removed and the tubing was massaged. Bubbles were observed in the tubing, disposable was then tapped and reattached. The device was powered on and the alarm persists. Device settings: rv: 52.2, rate: 2.2, g: 48.8. No adverse patient effects were reported by the customer.